Manufacturer narrative:
Multiple cross-over flat spots which resulted from poor post-complaint handling were observed on the returned device. Aside from the post-complaint damage, there is a small kink 6.5 cm from the distal tip. The section of catheter between the kink and the distal tip shows ovalization. The return condition of the catheter limits the evaluation of functionality. The distal tip of the catheter was introduced into an example carrier tube. The catheter was then advanced approximately 15 cm into the tube. Forward progress was stopped at this point by the cross-over damage previously noted. The kink at 6.5 cm and the minor ovalization of the tip did not interfere with its introduction into the carrier tube. The kink reported in the complaint is confirmed. The cause of this kink could not be readily identified. The manufacturing records for this lot were reviewed and di not reveal any outstanding discrepancies, design or quality concerns.

Event description:
A neuron delivery catheter 070 was removed from the package to be used in a procedure. It was discovered that the neuron had a kink on the distal tip. Another neuron was selected and used without incident. There was no patient involvement.